Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported in (B)(6) of 2017 the consumer fell in their ¿manual chair¿ on their buttocks on the left side where the implantable neurostimulator (ins) was located and ever since then they had suddenly been feeling strange. No further complications were anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. Patient clarified the strange feeling after falling on the stimulator side was they experienced extreme pain and constant soreness where the stimulator is positioned in their buttocks, and their ribs and back. The soreness on the stimulator side was at the point of the device only. Patient had no feeling in their legs and they were paralyzed in both legs waist down l5-s1 area and ribs. Patient's change in device programming level led to the strange feeling after falling on the stimulator side. Patient told their doctor about they fell out of the manual wheelchair that has no seatbelt and would like to have the doctor's visit. It was stated that patient was at doctor's office in reference to this matter and they might need a new replacement. In addition to that, patient said they love their stimulator which has helped with their chronic pain. They don't think they could function without it. Patient noted that they have had a heart attack, 2 strokes, and seizures. No further complications were reported as a result of this event.